Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose between 503 mg/dl and 508 mg/dl, which was treated with a bolus delivery and manual injection. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined to check for possible site or insulin issues, customer also declined to check settings. Customer did not want to perform high pressure test due to damage that would occur to infusion set. Customer was transferred to sensor department due to customer believing that high blood glucose was due to sensor issues. Customer was advised to contact healthcare professional and to call back in order to complete troubleshooting.